Manufacturer narrative:
Pump was received with no button response due to flattened esc, up and down buttons home switch. Inspected on lcd connector and no unlocked connector noted. Pump passed the stop current test. Unable to verify low battery alarm anomaly, blank display anomaly or perform the self test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. Pump had cracked case at display window corner, minor/deep scratched display window. No crack on screen noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump did not work properly before and after a battery change. Customer's blood glucose was 171 mg/dl at the time of incident. Troubleshooting found that the pump has a vertical crack on the display screen. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.